Event description:
Low r-waves and an increase in pacing threshold were observed. The lead was explanted and replaced.

Manufacturer narrative:
The analysis of the lead did not reveal any device condition that would have contributed to the reported low sensing and high pacing threshold. The electrical characteristics of the lead were found to be normal. Lead impedance was measured and was normal. Mechanical and visual inspection found the helix could not be extended due to body fluid/tissue in the lead distal coil and the helix. After destructive analysis and cleaning, the helix was found to function normally on the remaining portion of lead.